Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.